Event description:
The customer reported that the 8800 system's c-ram would not move up and down. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The power supply and the printed circuit board were replaced. The system was tested and is operating as intended.